Event description:
Problem with the new narkomed anesthesia machine which has been reconfigured and is now noiseless (whether working or not). The ventilator controls had been at the back rest in the shape of "h" and one would have to reach to change the controls. Now at the junction in the front and easy to reach. Also, told that could not change from mechanical ventilation to standby - will first go to manual ventilation then standby. The previous day had a pt on mechanical ventilation when noted the pt's heart rate dropped about 10 points - from mid 70's to mid 60's and the o2 saturations went from 97% to 94%. Discovered that not ventilating the pt - the anesthesia machine was in standby mode. Had inadvertently brushed up against the controls and the "confirm" button. Doesn't know how long not ventilating the pt but not more than one minute. The pt did fine. Recommend that cover be placed over the "confirm" button, move the controls so they cannot be inadvertently changed (drs often have to do other tasks, ie check foley, answer phone which requires moving/reaching around the bed) or place cover over them. Concerned about the noiseless system and that the mode did change from mechanical to standby versus mechanical, manual then standby.